Manufacturer narrative:
One device was received for evaluation. Visual inspection noted the downstream occlusion (dso) seal to be detached/damaged. Functional testing was able to duplicate the reported problem. It was determined that the dso sensor was the root cause. The dso sensor and seal were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited an occlusion problem. There was no patient involvement an no patient harm was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.